Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic inguinal hernia repair procedure, the balloon was applied in order to provide access into the inguinal space however, the balloon was unable to be removed from the trocar. Multiple people attempted to remove the balloon by pressing the side release buttons but the trocar would not budge. To correct the issue, the case was converted to an open procedure but it was mostly due to the patient anatomy. The reporter indicates no patient injury as a result of the product problem. There was no blood loss, tissue damage, or extension in surgical time. Patient status is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; the obturator, trocar balloon, dissector balloon and insufflation bulb all appeared intact. The inflation syringe was not received. Pmv performed functional testing: the trocar and dissector balloons were inflated, no leaks detected. The dissector balloon was unable to be separated from the trocar. The root cause of the observed condition was isolated to the dissector balloon being stuck to the distal end of the cannula. Insufficient lubrication during insertion could cause the devices to adhere to each other, however the manner in which this failure occurred could not be determined with the information available. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This complaint is now being considered non-reportable. The conversion to open procedure is not due to the product problem. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.